Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states patient kept dislocating after original surgery. The surgeon wanted to convert to a delta reverse cta. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers this investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.